Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance decreased which triggered a lead warning and the thresholds increased the day following implant. The ra lead was re-positioned. Following the revision of the ra lead, the patient experienced a pericardial effusion, pericarditis and chest pain. The physician wished to rule out a perforation and readmitted the patient. The rv lead was repositioned. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.